Event description:
The procedure was to treat the mid-to-distal left anterior descending (lad) artery that did not have any calcification. Pre-dilatation was performed with a trek 2.5 balloon catheter. The 2.5x18 mm implant was successfully placed at the target lesion with no resistance felt. At the moment of inflating the balloon with an indeflator 20/30, under fluoroscopy it was noticed that the contrast exited from the balloon in the coronary without any sign of inflation. The device was removed from the patient's anatomy and the procedure was concluded with success by using another 2.5x18 mm implant. The physician stated that he experienced some friction during the protective sheath removal before use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight; guide cath: ebu 3.5 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. The reported balloon rupture was not confirmed; however, a proximal seal separation was confirmed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.